Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return and the customer did not return the product for analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and no logs cannot be verified, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the schoelly light cord and laparoscope camera burned a hole through the sterile drapes along with a staff member double gloves. There was no burn, injury or adverse effect to the patient or the staff member due to the event.